Event description:
The following was reported to hamilton medical ag: summary: tf 243004 (buzzer defect at startup) or buzzer defective.

Manufacturer narrative:
Hamitlon medical ags conclusion: investigation ongoing.